Event description:
Baxter product surveillance received a report from a nurse via the baxter clinical helpline to report the minicaps falling off the transfer set. This event description refers to the first of two instances of this issue that occurred to the home pt. The home pt had not yet begun peritoneal dialysis. The home pt had not yet begun peritoneal dialysis, and the cap was placed in the operating room on an unk date. The issue was discovered when the patients arrive to have the catheter flushed approx a week later. The nurse described that the caps seems to fit differently. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.